Manufacturer narrative:
Attempts were made to obtain further information regarding the device. To date no further details have been received. The service history record was reviewed and no repair information was found. Caused or contributed to the event.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the patient leaks are running 120-140 lpm while the device was on a patient. There was no patient harm.